Event description:
It was reported that patient presented within the last two months and stated that he was again leaking urine. During the surgery, a pressure regulating balloon, a urethral cuff, and a pump were explanted. The patient was implanted with a new 3.5 cm cuff, a new 71-80 cm h2o balloon, and a new control pump. The patient is expected to fully recover and there were no known complications during this surgery.